Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
In 2009, the pt underwent an implantation using two gore tag thoracic endoprostheses to repair a thoracic descending aortic aneurysm. Upon removal of the 22 french gore introducer sheath with silicon pinch valve, the pt's left iliac artery ruptured which was surgically sutured along with a fem-fem bypass. The pt tolerated the procedure.